Event description:
On (B)(6) 2014, pt had been having intermittent chest pain x 1 week. He presented to a walk in clinic, and noted to have an stemi, and transferred to an outlying facility. While there, chest pain and st elevations increased, and pt transferred emergently to our facility for cath/pci. Films reveal 100% occlusion of prox circ. Pre dilation with 2.0x15 mini trek, restored flow revealing thrombotic stenosis. The 2.5x15 multi link mini vision deployed and post dilated with 2.5x15 nc trek with good result. Medications including asa, angiomax, integrilin, and plavix. Pt doing well in hosp until (B)(6) 2014 at 1550, st elevation and chest pain. Returned emergently to ccl where films reveal 100% thrombotic occlusion of previously placed stent. Dilated with 2.5x20 nc trek, and a 2.5x28 multi link mini vision placed. It was felt that pt would need more aggressive anti platelet therapy in light of sub acute stent thrombosis, and plavix changed to brilinta, as well as asa, angiomax, and integrilin. Pt continued to do well, and was discharged on (B)(6) 2014.